Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number qhmkbk, and no non-conformances related to the reported complaint condition were identified. (B)(4) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare¿. Active ingredient(s) triclosan. Dosage form suture/solid/parenteral. Strength 2360 g/m.

Event description:
It was reported that a dog underwent a spay procedure on an unknown date and suture was used. During the procedure, the suture broke when securing knots when tying off both uterine pedicles. No additional information was provided.